Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a temperature issue occurred. On 1/28/2019, a manufacturing record evaluation was performed for the finished device and no non-conformance related to the reported complaint condition were identified. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a temperature issue occurred. During the operation, the temperature could not be displayed. Catheter replacement resolved the issue. No adverse patient consequences were reported. The temperature has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the bwi product analysis lab (pal) received the device for evaluation on 12/14/2018, and found the peek housing cracked at the transitional area approximately 1.6 cm from distal tip. The observed cracked peek housing has been assessed as MDR reportable as internal parts were exposed. The awareness date has been reset to 12/14/2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a temperature issue occurred. The investigational analysis completed on 2/26/2019. The device was inspected and the peek housing was found cracked with internal parts exposed. Electrical testing was performed on the catheter and it was found within specifications. However, the thermocouple (tc) values were found out of specification. A failure analysis was performed and it was found that there was electrical intermittence on the tip area, creating the temperature issue. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. The t bar was observed to have slid down, causing the improper deflection and the damaged peek housing due to the stress applied in the area. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint was confirmed.however, the wires can break during the procedure due to the manipulation of the device. This failure does not represent any patient safety impact. The root cause of the t bar slippage cannot be determined. However, an internal corrective action was created to investigate this issue. Manufacture reference no: (B)(4).